Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/4/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the device was observed with formulation in the butyrate tube. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photo. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the student¿s injury today? What is the lot number?

Event description:
It was reported that during an unknown procedure on an unknown date topical skin adhesive was used by a student. The student broke the bulb. A piece of the vile was broken and it penetrated the bulb and her glove, and her finger was cut. The patient was hiv positive. Hospital staff stated that this happened about a month ago and did not consider this a failure of the product and were suspecting that it was the fault of the student who was said to have been continuously crushing the ampoule while she was using it. Hospital staff had no information as to the status of the student whose finger was cut. There were no reported adverse consequences for the patient. Additional information has been requested.